Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure helix extension difficulties were encountered. In addition, lead fracture was suspected, but it was not conclusive. The procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This product investigation is still in progress. This report will be updated when product investigation is complete.